Event description:
A caller reported cartridge alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in loading a new cartridge using the correct technique, successfully resumed insulin therapy, and the issue was resolved.